Event description:
During a cataract extraction procedure, there was no aspiration from this ophthalmic microsurgical unit, the screen began quivering and then nothing would work. The procedure was completed manually.